Event description:
In 2008, baxa was notified of an incident where a neonatal tpn infusion was discontinued. The customer reported that while using the abacus tpn calculating software for creating a tpn solution, the software displayed a calcium/phosphate curve warning indicating a precipitant was probable. The warning was ignored and the order was allowed to be completed. The customer reported that no adverse event or further medical intervention except for discontinuing the infusion was required.

Manufacturer narrative:
The customer's subsequent investigation revealed that when placing the order within the abacus calculating software, the software provided a red warning limit. A red warning indicates that it is probable that a precipitant will form. The user ignored the warning and continued with compounding the order as is. Based on an evaluation of the order within the software associated with this event, it was concluded that abacus performed as designed and correctly provided a red warning to the user. The user however, ignored the warning and completed the order. In the abacus calculation software, there are safety features that are resident in the software in order to mitigate a calcium phosphate interaction. These safety features can be implemented several different ways by the facility pharmacists. During this investigation, it was determined that the calcium phosphate curves were set up, however, the option either to provide an override or to require modification when a red warning is displayed were not checked off. With the assistance of baxa technical support, the customer has since incorporated that when a red warning is displayed, it requires either an override or a modification to the order.